Event description:
Per the clinic, the patient experienced wound breakdown with purulent drainage, and infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported); however, the infection persisted. The device was explanted on (B)(6) 2026. Reimplantation is planned but has not taken place as of the date of this report.